Manufacturer narrative:
Upon initial inspection, the getinge field service engineer (fse) found leak in iab circuit alarms for (B)(6) 2021. This is the date of the reported event. The leak in iab circuit alarm indicates they had a leak some where in the patient circuit or that the circuit was not attached securely to the patient interface module. There was no repair needed, this was a user error. The fse performed a complete system checkout of the unit with calibration, verifications and safety testing. Unit passed all testing per manufactory specifications. The iabp was returned to the customer and cleared for clinical use. Upon completion of our investigation, a supplemental report will be submitted.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed an error. The iabp was switched for another unit to continue with the therapy. The customer informed that this unit was the second iabp used on the patient. There was no harm or injury to the patient and no adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Analysis of production: (3331/213) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period jun-2019 through may-2021 was reviewed. There were no triggers identified for the review period.